Manufacturer narrative:
The complaint of disconnection/loose connection on the returned used one (1) used. List #14001-31, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm; lot #5973268 set could not be confirmed. The product was tested per product specification. There no leaks observed anywhere along the fluid path. No disconnection observed. No loose connections observed. The returned used 14001-31, primary plum set met product specification the lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Update d9- device received 5/24/2023.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary plum set where it was reported that when starting the levosimedan medication infusion through the xl set, connected in "y" with the furosemide medication infusion and the macrodrip; the set came loose several times and disconnected between one movement and another, causing medication spills and not allowing a good, secure grip between the port of the set and the macrodrip connector. No harm was reported.